Event description:
It was reported that a patient receiving chemotherapy via a smiths medical deltec® port-a-cath® was found to be leaking into the subcutaneous tissue. Holes were noted in the catheter attached to the port. Subsequently, the port was explanted to prevent "cell poison." The patient recovered with no further adverse effects.